Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 03-dec-2025. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4.5mm x 28mm no distal tip enterprise® vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. No appearance of damage was observed. The stent was still attached to the delivery wire and inside the introducer. Microscopic inspection was performed on the delivery wire revealed a detachment between the proximal coil and core wire. The stent was retrieved and inspected under magnification. It was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks). It was also noted to be fully expanded with both ends completely flared. The issue reported regarding the stent detachment cannot be confirmed, as the stent was still inside the introducer and attached to the delivery wire. Additionally, no damages were found on the markers of the stent that could have contributed to a visualization issue; therefore, the issue reported in the complaint cannot be confirmed. It should be noted that 100% receiving inspection is complete on the marker band wire. The vrd stents require a distal and proximal marker wire made of tantalum. Tantalum is a radiopaque material. During the manufacturing process each device undergoes 100% inspection for the following, which look for missing stent marker: verification of marker gluing. Verification of stent post-coating. There is a separate 100% quality inspection also performed on each device, which includes the following which look for missing stent marker: verification of final assembly. During the procedure there are multiple radiopaque markers present, the distal markers on the stent markers are the least visible comparatively (due to their relatively small mass). Where the stent is placed (bone density, surrounding tissue) could potentially impact visibility of the distal markers. Additional controls are in place to mitigate the hazard in instruction for use (IFU). In step 13 of the IFU, it states ¿continue advancing the delivery wire into the infusion catheter until the distal edge of the delivery wire reference marker (150 cm from the delivery wire distal tip) enters the introducer. Loosen the rhv locking ring, remove the introducer, and set it aside. Note: fluoroscopy may be used up to this point at the physician¿s discretion. The damage on the delivery wire was not originally reported, and the exact time of occurrence cannot be determined; therefore, this is not considered related to the issue reported. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9664726. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 03-dec-2025. [Additional information]: on 03-dec-2025, additional information was received. The information confirmed that the angioplasty procedure was targeting the basilar artery (stent placement in the basilar artery). There was no resistance during the advancement of the stent. It was not known if there was any issue with the concomitant microcatheter, that information could not be obtained. There was no damage noted on the stent / stent delivery system aside from the reported premature detachment of the stent. The replacement stent was another 4.5mm x 28mm no distal tip enterprise® vascular reconstruction device (enc452800) and the replacement microcatheter was another 150cm x 5cm prowler select plus microcatheter (606s255x). The information confirmed no negative impact on the patient and no clinically significant delay in the procedure resulted from the reported issue. Updated sections: b.4, g.3, g.6, h.2, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the medical image review completed on 29-dec-2025. [Video review]: ¿the description of the event is supported by the single image which does not clearly show the distal markers of the stent. However, this can be due to the fact that the stent is not fully opened in the distal part, leaving the struts tight together. Since the physician removed the catheter and device, it would make sense to do an analysis to find the root cause of the complaint, which cannot be further deducted from the image and description provided.¿ physician name and date reviewed: (B)(6), december 29th, 2025. Updated sections: b.4, g.3, g.6, h.2, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an angioplasty procedure targeting the basilar artery, the 4.5mm x 28mm no distal tip enterprise® vascular reconstruction device (enc452800 / 9664726) passed through the tip of the concomitant 150cm x 5cm prowler select plus microcatheter (606s255x / 31597985) and the physician started to release the stent. The physician noted that the distal markers could not be visualized under imaging. The physician then retracted the stent and noted that it had become prematurely detached from the delivery wire. The physician removed the microcatheter and replaced both devices to complete the procedure. There was no report of any negative impact on the patient. One (1) procedure image was included in the complaint. The image will undergo independent physician review.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9664726. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.